Event description:
It was reported that insulin began leaking from the septum after the customer filled the cartridge with 210 units of insulin. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.